Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the instrument channel. The material was identified as packing made of organic silicon. It is likely the material entered the channel because it was suctioned in or something like a brush pushed the packing inside the port. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer was not aware of then the foreign material adhered to the scope. There was no delay to the start of pre-cleaning, which was done properly. During the pre-cleaning process, the customer supplied water through the instrument/suction channel. There were no issues with the accessories used for reprocessing. The customer wiped/brushed the channel outlet with a clean lint-free cloth, brush, or sponge. The customer brushed the instrument channel, port, and suction cylinder. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to wear of angle wire, bending angle in up direction did not meet the standard value, protector of the universal cord on the standard-connector side, the protector of the universal cord on the control section side, the universal cord, the flexibility adjustment ring, the grip, the section cover and the switch box, the lick engagement (fe) knob, the right/left knob, the up/down (u/d) knob, and the control unit had a scratch, the suction cylinder was shaved, the control unit had discoloration, the adhesive on the bending section cover (a-rubber) had a chip, and due to wear of the angle wire, the play of u/d knob was out of the standard value. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a cleaning brush could not pass through the evis lucera elite colonovideoscope. Upon inspection of the customer¿s returned device it was observed, clogged forceps channel was causing foreign body to come out of the distal end. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.